Event description:
During a laparoscopic hysterectomy with pelvic node dissection procedure, the surgeon got an instrument error message. This was at the end of the case so no other modality was used. No patient consequence noted.